Event description:
After one shock was delivered to a pt the device allegedly displayed a service indicator and failed to charge. Device power was cycled several times but still could not be charged. Use of the device was inhibited. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.

Event description:
After one shock was delivered to a pt the device allegedly failed to function properly and use of the device was inhibited. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.